Event description:
It was reported that the patient had a meticillin-sensitive staphylococcus(mssa) driveline infection. The patient continued 1 g of oral cefadroxil twice a day for chronic indefinite suppression which previously has required silver nitrate treatments.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The initial driveline infection was in 2021.

Manufacturer narrative:
B3: event date was estimated. Correction h6: added health effect clinical code for skin infection. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d4: model and catalog number corrected. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.